Manufacturer narrative:
The remote clinical support specialist reviewed the audit logs and device settings with the nurse manager, and confirmed the leads off alarm was set to yellow and inops were set to re-alarm. A yellow alarm for leads off was noted in the audit logs and it was acknowledged and re-alarmed 5 times. The manager did not feel the monitoring system was at fault; therefore, the device remains in service. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
It was reported the patient passed away and the customer requested assistance in reviewing the logs. The staff reported they did not see a yellow leads off alarm and the patient passed away. The settings and audit logs were reviewed with the nurse manager, revealing the leads off alarm was set to yellow and inops were set to re-alarm. A yellow alarm for leads off was generated and acknowledged and re-alarmed five times. No devices were taken out of service and the manager did not feel the device was at fault.